Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there were changes in right side of therapy. The manufacturer's representative (rep) reported >40k on 0-7 electrodes. It was discussed that >40k indicated an open circuit. Patient indicated falling 4 weeks ago on ice and had some loss of therapy on right side but didn't notice immediately after the fall. High impedance was reported. No further complications were reported/anticipated.